Event description:
The customer reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is available. However, no report of pt or staff injury was reported.